Event description:
Patient underwent atherectomy procedure. A terumo 7 fr. Destination guiding sheath became stuck in the patient and then broke. Incision was made and catheter was removed using c-arm for verification. A few days later the patient underwent retrieval of foreign object which was the tip of the sheath and a thrombectomy.